Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the user was advancing the cook cervical ripening balloon with stylet through a catheter during an induction/cervical ripening procedure and the stylet perforated the device at the distal end causing the patient's water to break. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Device not returned. Evaluation / investigation: the actual complaint device was not returned. No photograph or imaging was provided for review. Without the complaint device, a physical investigation was not able to be completed. A document based investigation has been performed. A review of the instructions for use, quality control data and trends was conducted. A review of the device history record could not be performed as the lot number of the device was not provided. A review of complaint history could not be performed on the complaint device lot because the lot number was not provided. The instructions for use contains the following instructions for using the moldable stylet: using the moldable stylet: loosen the fitting on the proximal hub of the stylet and adjust the wire so that the distal tip of the stylet is even with the distal tip of the cervical ripening balloon. (Fig. 1). Tighten the fitting so that the wire does not move during manipulation and seat the adjustable handle firmly into the blue port labeled "s." (Fig. 2). Use the cervical ripening balloon with stylet to traverse the cervix if necessary. Once the cervix has been traversed and the uterine balloon is at the level of the internal uterine opening (internal os), remove the stylet before further advancing the catheter. How supplied: upon removal from the package, inspect the product to ensure no damage has occurred. Although additional information was not obtained, it is likely that the event is related to not following the instructions for use regarding ensuring the stylet tip is even with the edge of the blue tip and/or the adjustable stylet was not tightened properly. Per the quality engineering risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints. The appropriate cook personnel have been notified of this event.

Event description:
It was reported that the user was advancing the cook cervical ripening balloon with stylet through a catheter during an induction/cervical ripening procedure and the stylet perforated the device at the distal end causing the patient's water to break. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.